Manufacturer narrative:
Concomitant medical products: product ID; 435135, serial# (B)(4), implanted: (B)(6)2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6)2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6)2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient was throwing up whole foods and was cramping around the electrodes and the device. On follow up, the physician felt the implantable neurostimulator (ins) had moved from the original location and had migrated to the rib where it catches on it or the muscle when sitting or standing. The physician also told the patient that the voltage on the ins was too low. The voltage was raised and it was stressed to the patient to eat small meals (which they do). The patient stated that they still had cramping but that it seemed better. The indication for use of the device was noted as gastric stimulation. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.